Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection, hyperglycemia or the hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to their blood glucose level being "high" (>27.8 mmol/l,>500 mg/dl) on (B)(6) 2024. The patient was treated with a correction bolus of 3 units of nova-rapid insulin with an insulin pen and was provided snacks. Upon removal of the pod, the physician noticed discharge coming out of the skin and confirmed there was an infection. The pod was worn between 5 and 24 hours on the leg. The patient was prescribed an oral antibiotic (name not provided), an anti bacterial body wash (octenisan), and nasal cream (bactroban 2%). The patient was discharged from the hospital the same day. The device was removed at hospital and discarded.